Event description:
Procedure: lap colon. According to the reporter: the item was used to transect the colon, in the abdominal cavity the articulate the item, but they could not close the dlu. They removed it from the abdominal cavity to prove the correct position of the dlu and tried it again but the same situation was confirmed. Convert to open surgery. No reinforcement material was used.

Manufacturer narrative:
(B)(4).